Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a chocolate 018 percutaneous transluminal angioplasty balloon was being used to treat a calcified lesion in the patients mid superficial femoral artery with moderate calcification, moderate tortuosity and 70% stenosis. A non-medtronic pressure pump was used for balloon inflation. The chocolate balloon was prepped per the IFU with no issues identified. Difficulty removing the balloon following inflation was reported. The balloon could not be removed smoothly after deflation, so the guidewire, balloon, and sheath were removed together. No patient complications have been reported as a result of this event.